Event description:
It was reported that the user experienced a low blood glucose reading of 66 mg/dl and was advised to treat with 10 g of fast-acting carbohydrates; the user ingested two glucose tablets and was instructed to recheck with a fingerstick after 15 minutes, which the user understood. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.